Event description:
Customer reported an issue with the v-series monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the reported problem. Unit was safety tested to factory's specifications.